Event description:
The company was notified on (B)(4) 2011, by FDA of a voluntary medwatch ((B)(4)) that was submitted in reference to a reported adverse event with a carbomedics prosthetic heart valve - top hat, size 21 mm. According to the report submitted, the patient was preparing to leave the hospital following implantation of a size 21 mm carbomedics top hat aortic valve when she became ill. She was re-admitted and it was determined that the position of the valve, the location of the ostium of one of the coronary arteries, and the swelling of the aorta had caused the blood flow to that coronary artery to be blocked. The carbomedics top hat valve was explanted and a 19 mm st. Jude regency device was implanted. Reportedly the st. Jude device did not protrude as much towards the entrance of the coronary artery.

Manufacturer narrative:
As referenced in the event description by the initial reporter to FDA, the instructions for use (IFU) states specifically for the top hat valve: "selection of the appropriate supra-annular valve size is facilitated through the use of a specifically designed supra-annular valve sizer supplied by sorin group. No other valve sizer should be used. See the instrumentation instructions for use for complete information on sizer design and sizing techniques. The unique positioning of the supra-annular valve requires that care be taken to assure the valve structure does not obstruct the coronary ostia or otherwise interfere with coronary flow." The carbomedics top hat mechanical heart valve is designed for total supra-annular positioning of the device, while the st. Jude medical regent valve is a semi supra-annular device. This may account for the indication the maude report that the st. Jude device did not protrude as much towards the coronary ostia. The top hat sizers are designed to allow visualization of the coronary ostia in relation to the top of the device in order to avoid occlusion of the coronary ostia when the device is implanted. Based on the available information, it is reasonable to assume that the combination of a totally supra-annular device, the location of the patient's coronary ostia, and swelling of the aorta all contributed to this event. Because the device is not available for examination and no serial number was provided, no further investigation is possible by the company.